Event description:
It was reported the programmer rf (radio-frequency) head had loss of telemetry with intermittent telemetry. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. The rf (radio frequency) head had intermittent telemetry due to the rf head cable. The internal magnet of the rf head was found broken.